Event description:
Additional information received reported the patient noted having an MRI on (B)(6) 2013 and was told she had to go to the hospital to have the pump checked, but per the patient ¿they wouldn¿t do it and the pump is a mess¿. The patient noted wanting to have the pump removed, but still did not have a pump healthcare provider (hcp). The patient indicated having ¿problems¿, but couldn¿t say if they were from the pump. The patient further indicated that she wanted the pump stopped before, but the hcp would not allow it. The patient wanted it stopped as she believed there was an issue with the medication, thus she wanted them to take the drug out of the pump and test it. The patient then confirmed the pump still had saline only in it as of (B)(6) 2013. The patient then went on to state that as of (B)(6) 2013, the main issue was "the medication". It was unclear if the patient was referring to the fact the pump contained saline rather than medication. Reported information made the timeline of the events and exact circumstances unclear. Additional information received reported the patient did not want to have any more medicine in the pump. The patient noted that the pump was filled last year in (B)(6) and there was no way the saline could last that long and she felt ¿hollow¿.

Event description:
Additional information received reported the patient was discharged on (B)(6) 2012 because she was very non-complaint and never showed up for her refill. Her pump was empty for at least two weeks. The health care provider (hcp) had to admit her to the hospital. The patient was refilled and slowly titrated back up, the hcp didn¿t want to put her back on the dose she was at because then she could overdose. The patient then left the hospital without being discharged and against the hcp¿s orders. The patient became sick and wanted to be re-admitted but the hcp did not want to admit her again. The patient was titrated off pump medications and filled with saline before being formally discharged. The health care provider (hcp) office had not received any records requests for the patient so they could not even begin to know who was following the patient now. It was reported the patient¿s chart was now in storage and the hcp office was not willing to go and dig it out to provide dosage, concentration, drug names or specific dates. No further information was provided.

Event description:
It was reported that the patient missed a refill, the pump subsequently had multiple alarms and the patient was eventually dismissed from the healthcare providers (hcp) care and had an empty pump. The patient felt they were not getting relief the last time patient felt relief; abdomen was getting numb rather than the back. It was reported on (B)(6) 2012 that the patient thought the pump may be empty. The patient did not feel as if they were getting anything from the personal therapy manager (ptm), and that the pump was empty, as the refill date message on the ptm was (B)(6) 2012. It was then realized that the ptm message given was indicating a lower reservoir volume it was then discovered that the patient had missed a refill appointment on (B)(6) 2012. The patient was going to contact the hcp but felt it may take some time to get the refill medication. It was later reported that the patient was admitted to the hospital due to the empty pump and symptoms. The hcp then reported that the patient's pump would not have the medication to fill the pump until (B)(6) 2012, and that the pump would be put into minimum rate mode, and program the reservoir volume to 5cc to update the pump, and manage the patient with another form of pain meds until the reservoir is filled with the appropriate drug monday (B)(6) 2012. When interrogated, it was found that the low reservoir alarm occurred on (B)(6) 2012 and the empty reservoir alarm occurred on (B)(6) 2012. It was later reported that the patient was concerned that the hcp would possible decline filling the pump because of the previously missed refill appointment. The patient reported withdrawal prior to the pump refill. The patient also indicated feeling numbness in the abdomen and chest when using the ptm. It was then reported that telemetry confirmed a critical alarm was occurring due to zero ml reservoir volume reached. The patient was complaining of increased pain. The patient was admitted to the hospital and placed on an IV patient controlled analgesic (pca). The hcp planned to have a psychological evaluation of the patient while hospitalized, as it was the hcp's belief that the patient purposefully let the pump run dry in order to the medication switched. It was later reported by the patient that there was dissatisfaction with their hcp service. The patient indicated that at the last refill in (B)(6), she was unable to obtain an appointment for the next refill and an attempt to contact the hcp was unsuccessful. The patient noted that the psychological evaluation determined that the patient did not let the pump go dry on purpose, however, the hcp had dismissed her from his clinic and would not refill the pump. The pump was dry as of (B)(6) 2012 and had been dry since (B)(6) 2012. The patient was in the hospital for a total of 2 days, and as of (B)(6) 2012 it was the patient's belief that the pump was in a stopped mode, but patient was not certain. The patient reported being scared and concerned because, the hcp would no longer see her. It was later reported that the patient was discharged from the hcp for noncompliance and that the pump was to be filled with saline. Reporter stated that the patient had too many things going on to remember to have the pump refilled. The medications that were delivered via the pump were bupivacaine, baclofen and morphine. Event and patient outcome was not provided. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information: it was reported that the patient had gastritis and was irritated. The patient was dissatisfied with the training provided by her healthcare provider (hcp) on the pump. The patient ¿liked¿ the pump and ¿wants this to work.¿ the patient was ¿extremely¿ happy when she first had the pump implanted, but had an accident three months later. The patient had a lot of pain from the accident, but was told by her doctors that the pain was ¿in her head.¿ it was later reported that the patient was sick and dehydrated. The personal therapy manager (ptm) was showing the incorrect date. One of the patient¿s hcps agreed that something was not ¿connecting¿ with the dates. It was later reported that the patient was looking for an hcp to continue use of the pump. The patient was taking oral medication, but stated that ¿it had nothing to do with the pump.¿ the pump was dry/empty. The patient was experiencing pain and could not get relief. The hcp referred the patient to the emergency room (ER) since she did not have a managing physician for the pump. The patient was self-medicating and did not feel that she should have to choose what she should be taking because the pump was empty. The patient was taking liquid methadone, liquid morphine and was using five medications, but was working with an hcp.

Manufacturer narrative:
Product ID, 8835 serial# (B)(4), product type programmer, patient product ID, 8731sc serial# (B)(4), implanted: 2011 (B)(6), product type catheter product ID, 8709sc serial# (B)(4), implanted: 2011 (B)(6), product type catheter. (B)(4).